Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after being implanted, the implantable cardiac monitor (icm) patient had a scab on the implant site and experienced mild cellulitis. It was noted that the patient was working in their yard and noticed bleeding from their chest, the device was sticking out. The device was explanted and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.